Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) contaminated sample without packaging was received for evaluation. A visual evaluation, along with a comparison against drawing was conducted. As a result, the IV set is assembled withing internal specifications. To replicate the reported defect, the sample was hooked to the infusion pump and primed until the line was full of liquid. Furthermore, a therapy session was also conducted while staggering the flow rate throughout the therapy. As a result, an air in line alarms occurred during the testing of the returned sample. Lastly, a measurement of the outer diameter of the pump segment tubing was taken and found to be within specification. The reported defect was confirmed. A possible root cause could be related to incomplete priming of the IV-line, infusion of cold solutions which may exhibit air bubbles coming out of the solution as the fluid warms, incomplete filling of the drip chamber during priming. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description air in line alarms. Detailed inquiry description: an infusion had a chemotherapy that we could not run today despite multiple attempts to trouble shoot air in line alarms. 2y pump tubing: we tried opening air vent, loop priming, two different pumps, turning the pumps vertical, flicking etc. There were tiny champagne bubbles noted throughout and loop priming did move those slightly mut not much. Pharmacy did have to re-mix the medication and we were able to run on the same pumps. We were also able to run saline and other chemos on those same pumps with no issue. I do have the chemo bag and tubing still attached to send back if you would like and I have serial numbers on pumps to run alarm reports. I can ask bio med to run those reports and report to you with the user experience forms?